Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified. No failure related to the reported battery not holding charge was identified due to the charging issue failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Additionally, it was reported that the pump battery was observed to be depleting quickly. Blood glucose level was 169 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.